Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) was found to exhibit farfield oversensing. The healthcare professional (hcp) called technical services (ts) for programming assistance. Ts provided programming optimization recommendations to the hcp. The hcp stated the issue was resolved after device reprogramming. No adverse patient effects were reported. This ICD remains in service.